Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side textured to smooth exchange and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Analysis of the returned device identified: opening curved on radius, creases fold, white particles and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on radius and delamination orientation dot. Base on the device analysis the final assessment is: a delamination partial of the orientation dot (adhesive failure) a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side textured to smooth exchange and capsular contracture baker grade IV. The device has been explanted.